Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device screen went black following the hard drive upgrade. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) failed intermittently and required constant reboots. A field service engineer (fse) reseated the all-in-one and attempted a reboot, but the issue persisted. Replaced the all-in-one with no success. Disconnected and cleaned all docking board and power supply connections and reconnected back, after which the station powered on and entered basic input and output system (bios). Subsequently replaced the serial ata (sata) cable and base plate to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.